Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that were not reported.

Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.